Manufacturer narrative:
D4: expiration date: unknown due to unknown lot number d4: UDI: unknown due to unknown lot number d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: imaging supervisor h4: device manufacture date: unknown due to unknown lot number. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of device history record (DHR) cannot be completed due to the unknown lot number. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the following reported information: the tr band was placed by an experienced tech and hemostasis was achieved. Approximately within three to five minutes the patient started bleeding. They noticed the tr band was flat, so they put more air in and watched, after two minutes the tr band flattened again, so they replaced it with another tr band and it worked fine. The procedure was a neuro intervention. The estimated blood loss was less than 250cc. Additional information was received on 08dec2025: there was no hematoma just bleeding from the site each time the balloon deflated. There was no swelling, pain or numbness noted, and pulses were normal. The product was stored in the box as they had done with all the other tr bands. They did not manipulate or do anything to the device before they put it on. The patient was stable and was discharged as normal. They applied it as usual with 18cc then went back and the starting air for that patient was 12cc. There was no damage noted to the device.